Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator esg-400 turned on and kept rebooting by itself and exhibited error code e433. The issue occurred during inspection for use. There were no reports of patient harm.